Event description:
It was reported that the lead was attempted but not used during the implant procedure. During the lead placement the guidewire was unable to be withdrawn from the lumen of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. There was blood on the distal conductor of the lead and it was not obstructed. Analysis was performed and no anomalies were found. Guidewire was removed from the lead. Blood throughout the lead, however this is not an out of specification condition. Test guidewire passes through lead with no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).